Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic whipple. According to the reporter: the seal tore when introducing a large re-usable clip applier. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No device component fell into the patient's cavity.